Event description:
New information received indicates that additional noise occurred. There were no patient consequences.

Event description:
It was reported the patient presented remotely via merlin.net. Review of the transmission revealed non-sustained right ventricular oversensing (nsrvo) alerts occurred due to the right ventricular (rv) lead oversensing noise, which triggered pacing inhibition. No changes or intervention was performed. The patient is in stable condition.

Event description:
New information received. Indicates, that the lead was capped and replaced on (B)(6) 2024. The patient was stable.